Event description:
The customer received a control result of 332 mg/dl on her contour meter. The normal control range was 103-142 mg/dl. No adverse events were alleged. Replacement strips were sent to the customer and she is expected to return her strips for eval.